Event description:
Customer reported that the insulin pump became stuck in a preparing to prime loop and is unable to prime. The blood glucose reading was 364 mg/dl. Customer was advised to hold down the act button until receiving a second series of beeps or numbers on the screen, and customer stated that she did not receive either of these. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.